Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility: as reported by the user facility: underinfusion - did not provide meds while in use medication infusing was alteplase no patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The device was returned for evaluation. Damaged door hinges were the cause of the reported problem. Based on the information of the repair/damage type included on the service report, it has been concluded that the reported issue is the result of user mishandling. If additional pertinent information becomes available a follow-up report will be filed.